Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the doctor felt a difficulty in grasping the closing trigger when the duodenum was clamped at the first firing. When the firing trigger was grasped, a breaking sound was heard and the device could not be fired. The knife was not moved forward and no staples were deployed. As the jaw could not be opened by pushing the release button, the jaw was opened by returning the closing lever to the home position by hand. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that the 6tb45 device was received in good visual condition and with a 6r45b reload loaded in the device. The reload was received fully loaded with staples. The clamping and the firing mechanism were noted to be damaged. No functional test could be performed due to the condition of the device. However the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the yoke teeth were found broken. Although no conclusion could be reached as to how the device became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.